Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 8 months post procedure, patient suffered cerebral infarction and infusion treatment was carried out. The event is related to a neurological event type stroke. Investigator and sponsor assessed event is not related to device but possibly related to anti platelet medication.